Event description:
The customer reported that the system displayed an interlock failure error message and shut down. The system then would not boot back up. There is no report of patient injury associated with this event.

Manufacturer narrative:
The customer was able to reboot the system and reported that it was operating as intended. No service was required.